Manufacturer narrative:
The marathon micro catheter (model: 105-5056 lot: a693096) was returned for analysis within a shipping box; within a primary plastic pouch and within a plastic bag. T the marathon total length was measured to be ~173.5cm (reference : 170.0cm), the useable length was measured to be ~167.5cm which is within specification (specification: 165.0cm ± 2.5cm) and the distal floppy length was measured to be approximately 27.0cm which is within specification (25.0cm +2.0cm -1.0cm). Embolic residue was found within the marathon hub. No damages were found with the marathon hub. No bends or kinks were found with the marathon catheter body. However, the marathon distal marker band/tip was found missing (separated). It was reported marathon distal marker band/tip remains within the patient. The tubing material at the broken end exhibited with plastic deformation (jagged edges and stretching). No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿marker band dislodged¿ was confirmed. The tubing material at the broken end exhibited with plastic deformation which indicates that the marker band dislodged as the tensile strength of the tubing material was exceeded. Highly tortuous anatomy and/or kink/damage in guide catheter/guidewire, excessive resistance during delivery and/or withdrawal can contribute to the event. Marker band dislodgement is unlikely to occur without experiencing excessive resistance. In addition, if hard clots /calcifications in the navigation tract are present during delivery and/or withdrawal or if the distal tip was entrapped within the liquid embolic can cause the catheter to snag causing the tip to become separated. However, the cause for the event could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The marathon catheter has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed and an event cause could not be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the distal marker band of the marathon microcatheter detached during liquid embolization treatment of a cerebral arteriovenous fistula with nbca glue and remained in the patient. Prior to the event, embolization was performed with the marathon and approximately 25% of the nbca was injected. The distal marker band was still seen at this time under fluoroscopy; however, the distal marker band could not be seen under fluoroscopy during removal (the reported event). Since the embolization was performed with nbca, it was unable to collected and the procedure was completed without any change.